Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the threshold for the right ventricular (rv) lead appears to have increased over the past year and was now high. There is also an increase in pacing impedance and defib impedance. Provocative movements did not elicit any noise. The physician has concluded that the increase in impedance and threshold is likely due to patient¿s scleroderma and an increase in scar tissue at the lead contact in the myocardium. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.